Event description:
Event description cpi received information that this ventak prx implantable cardioverter defibrillator (ICD) was found in monitor only mode (ICD will sense events but not deliver therapy). The ICD had recorded four episodes of vt and two episodes of vf while the ICD was in monitor only mode. All of the arrhythmias during this time were spontaneously converted to sinus rhythm without therapy being delivered. Note: the ventak prx physician's manual (cpi publication 352927) page 74 states: '...patients should avoid equipment or situations where their device would be exposed to strong (>10 gauss) magnetic fields.' This ICD falls under FDA safety alert FDA #n030/031-5. The physician was notified on 4/18/95.